Manufacturer narrative:
(B)(4). During laboratory analysis, the reported complaint was corroborated. The product surveillance technician (pst) found that the cause was blown fuses f5 and f6 of the printed circuit board assembly (pcba). F7 was good. F7 allows the low speed motor selection to operate. F5 and f6 are for the hi and medium selections respectively. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The field service representative (fsr) was able to verify the reported issue with the cooler heater unit. The fsr troubleshot and found a failed cpg relay printed circuit board (pcb). The fsr installed a new pcb and completed a full inspection. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the cardioplegia (cpg) pump on cooler heater unit will only run at the low (1) setting. The pump does not run when set to medium (2) or high (3). The device was not changed out, as the cpg pump was able to sufficiently cool at low (1) speed, so the ccp was able to successfully finish the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 01-sep-2016: the perfusionist (ccp) reported that the cooler heater unit's cardioplegia water pump speeds (2 and 3) did not work during the case. Pump speed (setting 1) which is the lowest water pump speed did function and cold water was able to be provided to the cardioplegia kit. Desired cardioplegia cooling did occur, but at low speeds the cooling time could be prolonged. The unit was used for the procedure. After the case was completed, this unit was taken out of service and a bad relay board was found and the board was replaced. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.